Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Patient removed pod and initially sought medical attention at a clinic; she was diagnosed with cellulitis and was prescribed an antibiotic (unspecified, to be taken 2-3 times daily for one week). Two days later, the infected site had not improved and pain continued; patient was directed to go to the emergency room (ER). In the emergency room, site was lanced and drained and a wick was inserted.